Manufacturer narrative:
The pod arrived not deployed. Damage observed on the housing vent lined up with the damage on reservoir indicating these damages occurred post-use. The damage to the reservoir was above the plunger and did not affect the fluid path. Corrosion was observed on many components within the pod and batteries were measured to be lower than expected due to this corrosion. All attempts to retrieve data were unsuccessful and the corrosion can be confirmed as the cause of data loss. The fluid path was tested and no leaks were observed. It could not conclusively be determined if the post use damage contributed to corrosion, so the exact cause of corrosion and subsequent low battery voltages and data loss could not be determined. No damages were observed that would affect the needle mechanism from deploying as intended. Due to the data loss, a root cause for the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy during the activation process; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. As treatment, a new pod was placed.